Event description:
Additional information received reported that the ins was too shallow in a corner and was bothering the patient. The patient first exhibited symptoms sometime after initial implant. The outcome after the revision was good. The patient loved his new location in front.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was relocated to the patient's abdomen. No malfunctions were reported and impedances were normal. Patient loved his new ins location and was still receiving effective therapy.

Event description:
Additional information received reported that the etiology was incisional site/device tract at the implantable neurostimulator (ins) pocket.

Event description:
It was reported that the top of the implantable neurostimulator (ins) where the leads connected were implanted too shallow and were eroding through the skin. The patient could feel the wires and it was painful when he wore a belt. There was a pocket revision scheduled for the following (B)(6) 2014. The products were implanted and remained in service. The patient was still receiving effective therapy. The only complaint was that the ins was too shallow and seemed to bother him when he was wearing a belt. The patient needed to wear a belt to hold his pants up. No diagnostic testing or troubleshooting was performed. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was erosion at the device pocket. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient also had discomfort due to his device moving closer to the surface of his skin and it rubbing on his pants constantly. On (B)(6) 2014, the patient was still having pain at the battery site and across his lower back and right leg. The patient's pocket revision occurred on (B)(6) 2014. The event was possibly related to the patient's neurostimulator, therapy, and procedure. The event resulted in in-patient or prolonged hospitalization.